Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used partial enlite sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specification with accurate readings. Customer complaint could not be confirmed as no needle was returned.

Event description:
The customer reproted that the sensor broke off of the needle during insertion. The customer also received lost sensor messages. He removed and replaced the sensor. The customer's blood glucose was 174 mg/dl. Nothing further was reported.